Event description:
A supply chain manager reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision at all distances. The iol exchanged for another lens 4 months following the initial procedure. The clinical reason for lens explant was reported as incorrect toric iol power/iol was used. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).